Manufacturer narrative:
The insulin pump had intermittent down arrow button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube seal, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display wi ndow, scratched reservoir tube window and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 9.2 mmol/l. The customer was advised to revert to a back-up plan and that their insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.